Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.

Event description:
It was reported that during a peripheral orbital atherectomy procedure, a type b dissection occurred during use with a csi orbital atherectomy device (oad). The target lesion was highly calcified and located in the mid to distal superficial femoral artery (sfa) with 95% stenosis. The lesion was accessed using balloon inflation to assist in introducing a 45cm cook sheath to reach the sfa. A contralateral approach was used with balloon inflation over the illiac bifurcation in order to guide the 45cm introducer sheath through to the treatment area. The csi oad was introduced to the sfa to perform atherectomy. The physician performed multiple runs at low, medium and high speeds. The physician then treated the sfa with low pressure balloon inflation using a 6 x 15 cm bard ultraverse balloon. Angiography was then performed where a possible dissection was noted along with a lesion that was still 50% occluded. The physician then placed a cook zilver ptx 6 x 100 drug eluting sfa stent and post dilated the stent with a 6 x 80mm balloon. Repeat angiography demonstrated flow with no residual. The patient status remained stable throughout the procedure.